Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported the surgeon deemed being approximately 3-4 millimeters inaccurate. The surgeon felt the same inaccuracy with the straight probe as well. Software investigation completed. Findings are that an exam from a xoran scanner was used which is not to protocol. Software is functioning as designed. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon deemed being accurate on the patient's skin, and inaccurate in the sphenoid sinus. The surgeon was shown as touching the skull base instead. No specific measurement of the alleged inaccuracy was provided. In trouble-shooting, the surgeon attempted to re-register the patient mid-procedure, using tracer registration, adjusted the patient tracker placement and changing instruments. It was noted that the surgeon was using his own xoran, cone beam, scanner and the fov was 160. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.